Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. Additional information indicated that this ra was a case of attempted implant due to lead would not stay in place after multiple attempts. The lead was never in service, and no new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description, d6a implant date, d6b explant date, h6 device codes and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. No new lead was implanted. No additional adverse patient effects were reported.